Event description:
The technician alleged that the side rail locks in the up position intermittently. No pt impact.

Manufacturer narrative:
The technician reinstalled the side rail latch spring to resolve the issue.